Event description:
Annual mattress audit per (B)(6) psa completed for micu (medical intensive care unit) according to psa/sr-46567 issued april 18, 2024. Inspected 9 mattresses in micu, 3 mattresses were compromised. Mattresses tagged and placed out of service. Warranty reviewed and remained under through 9/12/25 and appropriate action followed per sop (standard operating procedures). Reference reports: mw5159150, mw5159151.